Manufacturer narrative:
Follow-up # 1 - 9/26/2014 device evaluation: the lay user/patients meter has been returned on 9/9/2014 and evaluated by lifescan product analysis on 9/11/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter read inaccurately high compared to other devices. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on august 1st (year not specified). It was reported the patient obtained blood glucose results of ¿188 and 187 mg/dl¿ with the subject meter and ¿174 and 50 mg/dl¿ on other meters, performed within 30 minutes of each other, respectively. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with metformin pills and glipizide pills. It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly took more food and/ or drink (date not known). The reporter claimed the patient felt symptoms of light headed, very tired and very sick throughout most of the day (date not specified). The patient reportedly went to the hospital and was administered ¿ivs¿ or intravenous fluids (type not specified) as treatment and x-ray exams were reportedly also performed. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) possibly after the reported issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (10/08/2014).the lay user/patient¿s test strips have been returned on 10/03/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.